Manufacturer narrative:
The customer indicated the device was discarded.

Event description:
The customer contact reported a leak of chemotherapeutic agent. The pt was receiving oxaliplatin 150mg/250ml. Reportedly after approx 101ml had infused, leakage was noted from the "filter vent cover" onto the pump and the floor. The solution that leaked was cleaned up according to the facility's protocol. Therapy was resumed using a replacement tubing set and solution container. There was no reported adverse pt effects. No medical interventions were reported. Though requested, no add'l info was provided.